Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported no cause was noted for the patient's hot flash sensation between the battery and sacrum.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient complained of hot flashes and a feeling of heat in the area between the battery and sacrum at an implantable neurostimulator (ins) and lead surgical revision post-op follow-up visit. No action was taken and the event resolved. The investigator believed this could be related to surgery or anesthesia. Indication for use was reported as gastrointestinal/pelvic floor.